Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, chest pain, syncope and torsades de pointes and was cardioverted. It was also reported that the implantable pulse generator (ipg) was pacing below the lower rate. It was also reported that the right atrial (ra) lead and right ventricular (rv) leads both exhibited over-sensing while the patient was externally paced. The ra lead remains in use. The rv and ipg were both explanted and replaced as a device and lead upgrade. No further patient complications have been reported as a result of this event.